Event description:
It was reported that a patient underwent a cystocele repair and a sling procedure on (B)(6) 2012 and a sling was implanted. The patient had several normal follow up visits and then the patient was seen recently because something was bulging out of her vagina. The surgeon discovered visible mesh coming through the vaginal wall. The surgeon recommends that the patient have a second surgery to remove the mesh. Additional information was requested.

Manufacturer narrative:
(B)(4). Mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02033. The same patient is represented in each medwatch.